Manufacturer narrative:
Corrected information: e3, g2 the investigation has been completed and the results are as follows: DHR results there were no issues during the manufacturing process. Stock product reviewed results no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results customer did not return the reported device for investigation to date. However, the non-visual device investigation has been completed. Root cause description based on the complaint description, a definitive root cause could not be established; however, it is plausible that the appliance failure resulted from normal wear and use over time. Manufacturer reference #: comp-(B)(4).

Manufacturer narrative:
The reported device has not yet been returned. An investigation will be carried out and a supplemental report will be submitted upon completion of the investigation. Manufacturer reference: (B)(4).

Event description:
Patient reports ongoing gum pain, swelling, and redness from the mouthpiece despite prior adjustments (peg reduction and trimming). They are concerned it may be causing gum damage. The patient experienced gum pain and saw her doctor. The patient stopped using the device but the date of stoppage is unknown.